Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device control unit was not functioning, defective, the trigger was blocked, jammed, heavy moving, no function, control defective and the trigger jams easily. It was further determined that the device failed pretest for mode switch test, check power at the motor with the test bench, function test for forward and reverse, trigger and electronic control unit function, functional test and trigger test. It was noted in the service order that the device was inoperable. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.